Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. However, the insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window, cracked reservoir tube window and cracked on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer reported they have a backup plan available. The customer was treated with manual injections. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is scratches and small crack on lcd screen and along the reservoir compartment. The customer doesn't know how the damage occurred. The customer stated she have hard time read the pump screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.